Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated he had emergency room visit in (B)(6) 2015. Customer was admitted to hospital for low blood glucose. The customer stated that he forgot a bolus and over corrected, it did not have to do with the pump.

Manufacturer narrative:
The "date of this report" and "date of event" provided in the initial medwatch report was incorrect. The correct dates had been privided in this report.